Event description:
The report received indicated that during angioplasty the hub cracked. When the operator took the device out of the box, he noted that the hub was cracked. A new device was used to complete the procedure. No adverse event to patient was reported.

Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product has been returned for analysis, however, the evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.